Event description:
During pedicle screw insertion, as part of a posterior lumbar fusion with instrumentation, the tips of two screwdrivers broke within the pedicle screw assemblies and could not be retrieved. The pt had very hard bone, and this is believed to have contributed to the event. The rods were subsequently tightened into the pedicle screws, capturing the driver fragments. The surgery was completed, and there was no injury to the pt.